Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, out of box flow rate & oddball failures/retested high flow failures, which was observed during evaluation. Test results: rate = 40 ml/ hr, vtbi = 10 ml, delivery = 9.384ml (-6.16%); rate = 100 ml/hr, vtbi = 25 ml, delivery = 23.456ml (-6.176%); rate = 400 ml/hr, vtbi = 100 ml, delivery = 94.100ml (-5.9%); rate = 800 ml/hr, vtbi = 200 ml, delivery = 188.400ml (-5.8%); rate = 999 ml/hr, vtbi = 250 ml, delivery = 236.402ml (-5.4392%). The pressure plates were out of specification. The device was re-worked.

Manufacturer narrative:
(B)(4).the device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced high flow failures during initial use preventive maintenance testing. It was also reported there was no patient injury.